Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer reported hyperglycemia was treated with an emergency medical service/room visit and hospitalization. The event involved products mmt-332a, unomedical, mmt-1884, and mmt-7040ma. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a, unomedical, and mmt-7040ma. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary (B)(4) - svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 23-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary (B)(4) - svn (B)(6), perform the history review 1 week prior to the event date 23-aug-2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, 1 low battery alert (104) on (B)(6) 2025 01:05:00.000, 2 change battery fault (73) on (B)(6) 2025, 2 off no power (11) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, and 2 batt out limit (6) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 2:35:57 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert/change battery fault (73), replace battery now alarm / off no power (11), pump error 23 and power loss alarm / batt out limit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On (B)(4) ¿ svn (B)(6), power problem-battery loss anomaly. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 01:05:00 after more than 7 days at 8.61 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 00:37:00 after more than 7 days at 11.16 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. On (B)(4) ¿ svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 25-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. On (B)(4) ¿ svn (B)(6), perform the history review 1 week prior to the event date 25-aug-2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, 1 low battery alert (104) on (B)(6) 2025 01:05:00.000, 2 change battery fault (73) on (B)(6) 2025, 2 off no power (11) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025, and 2 batt out limit (6) on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 2:35:57 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert/change battery fault (73), replace battery now alarm/off no power (11), pump error 23 and power loss alarm/batt out limit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. On (B)(4) - svn (B)(6), perform the history review 1 week prior to the event date 07-sep-2025 in the pump history file and found 1 low battery alert (104) on (B)(6) 2025 15:39:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 2:35:57 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Unable to confirm alleged discrepancy between sg value and bg value. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.